Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the surgical intervention was undertaken wherein both leads were explanted and replaced. Both explanted leads were confirmed fractured at the anchor connection. Replacement addressed the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-33043. It was reported the patient was not receiving effective stimulation. Patient reported a fall. Diagnostic testing revealed high lead impedances. X-rays were taken and physician suspects possible fracture. No additional information available at this time.